Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 1.9, lab: 5.0. Tests were performed within one hour of each other.